Event description:
It was reported that the patient experienced lead migration. The patient may undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgery in which the lead was replaced. Effective therapy restored post operation.